Event description:
It has been reported to co that during a ptca procedure this device kinked. While trying to fix the kink, the shaft broke leaving a portion of the shaft in the aorta. The physician was able to remove the remaining piece without surgical intervention. The pt is in stable condition and the device will be returned for analysis.